Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead had high and elevated thresholds. The lead was capped and a new lead was implanted. It was further reported that the device was replaced due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.